Manufacturer narrative:
Further information was requested but not received.

Event description:
During an implant procedure, loss of pacing was observed on the device while the device pocket was being sutured. The device started pacing the patient again after the suturing was completed. Device manipulation testing was performed and the loss of pacing was not reproducible. The patient was pacemaker dependent and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of pacing could not be confirmed. As received, the device was at vvi mode above elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, capture test and battery assessment indicated normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A visual examination of the device's can revealed burn marks from exposure to electrosurgical cautery. The user's manual indicated that electrosurgical cautery could inhibit the pulse generator operation.

Event description:
During an implant procedure, loss of pacing resulting in an episode of asystole for the patient was observed on the device while the device pocket was being sutured.